Event description:
Report was received from (B)(6) stating that the device would not attach to the motor. It is unk if the device was being used in surgery. It is unk if injury or medical intervention occurred. The date of event is unk. There is no add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).